Event description:
It was reported a patient experienced peritonitis manifested by abdominal pain and cloudy fluid coincident with peritoneal dialysis (pd) therapy. The same day, the patient was hospitalized and was treated with vancomycin (route, dose, frequency not reported). The cause of the peritonitis was a break in aseptic technique further described as the patient was not diligent in the overall cleaning techniques. The patient was discharge from the hospital 12 days later. At the time of this report, the patient was continuing treatment with vancomycin. Outcome for the event of peritonitis was ongoing and unchanged. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.